Event description:
It was reported that while changing a peritoneal dialysis (pd) patient's transfer set, the patient connector did not connect well with the titanium adapter. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing were performed with no issues noted. The patient connector of the returned transfer set was identified to be out of specification. Therefore, the reported condition was confirmed. The cause was due to a manufacturing issue. Updates to the machinery and the manufacturing process were implemented as a corrective action. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h13a02017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.